Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The finger of the device is unable to fully close the jaw at the distal tip. When compared to a functional scorpion device, it was determined that the finger had a smaller range of motion. Visual investigation identified that the scorpion finger spring may be damaged. CAPA-00348 was opened for this issue. This is a known manufacturing issue.

Event description:
It was reported that it´s not possible to close the mouth. No additional information regarding a specific failure mode was provided. No further information received.